Event description:
During a scheduled external fixator system removal procedure, surgeon removed two (2) broken schanz pins. Pt was healed and not revised. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.